Event description:
As reported by the user facility: on (B)(6) 2010, customer reported a venous needle dislodgement. The pt lost an unk amount of blood and was sent to the emergency room where he was treated and released. The pt has since returned for routine dialysis treatments.

Manufacturer narrative:
A batch history was completed and it was verified that the device functioned properly when it was installed and released for use to the customer. From addition info from the reporting facility, the machine was inspected and no problems were found. All venous pressure alarms functioned as intended. The trend file was sent to the actual manufacturer for eval. The trend file was analyzed by the manufacturer. It was determined that during the two hours of treatment, venous pressure maximum alarms appeared, which can be an indication of wrong venous connection. In the instructions for use (chapter 6.3), there is a caution about blood loss if the cannula gets disconnected or slips out. During treatment a nurse must be present very often at the patients site and check regularly.